Event description:
It was reported that the patient was having discomfort at the ipg site when leaning back on a chair. The patient was also having an increased pain on the lower back that radiates into the buttocks due to migration which was confirmed through an x-ray. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.